Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation."

Event description:
Patient reported right side "deflation," "as well as lethargic all the time" not device related. Device remains implanted.